Event description:
N/a

Manufacturer narrative:
Clarification was received from the fse regarding the repairs. Replacement of the solenoid control board fixed both autofill and fiber optic control module issue. Unit was cleared for use.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the iabp unit and determined that the solenoid control board was defective and needed to be replaced. The fse also noted that after the solenoid driver board is replaced, the fiber optic control module must be tested on the device. The device is defective. The fse returned to the customer's site at a later date and replaced the solenoid control board. Subsequently, the fiber optic tests were performed with an EKG simulator. The fault in the device was fixed and the iabp unit was then delivered in working condition. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump(iabp) gave an autofill error. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp and determined that the solenoid control card of the device was defective. The fse indicated that replacing the defective card with a new one is necessary. After this part is replaced, it is necessary to test the fiber optic control module on the device. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) gives and automatic filling error. It is unknown under which circumstances this event occurred, however no adverse event was reported.